Event description:
A report was received that the pt is experiencing discomfort at the ipg site. The physician injected local anesthetic to the region. The pt underwent a pocket revision to move the ipg from the left buttock to the left midline area. During the revision, while the physician was tunneling for the leads, a piece of gauze was caught on the tunneler and was pushed through. The gauze was discovered after a fluoroscopy was done to check the lead position. The gauze was surgically removed from the pt. The pt is doing well following the revision.